Event description:
It was reported that the programmer was frozen at the black company logo screen. The programmer was returned for service. There was no patient involvement. It was further reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head failed its e-field immunity and uplink noise tests and its cable was therefore replaced. Concomitant medical products: product ID 229047 software analyzer. (B)(4).